Manufacturer narrative:
(B)(4). We are in the process of evaluating this device. When our investigation has been completed a follow-up report will be submitted.

Event description:
It was reported the irrigation tube that connects to the handle of the catheter broke during use. After creating geometry and performing 30 minutes of rf application with the catheter, the cool point pump stopped due to an occlusion alarm. The tubing on the catheter was then noted to be broken. The catheter was replaced with no consequences to the patient.